Manufacturer narrative:
Initial reporter zip code: (B)(6). Health effect impact code: f2203 imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device information for both sides provided, but unclear which device belongs to which side. "Allergan st-410 fm / lot 2565141- sn (B)(6) / lot 2547676 - sn (B)(6)".

Manufacturer narrative:
Visual analysis: device photograph(s) for the device related to the reported event of rupture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side rupture. Device has been explanted and replaced with non-allergan brand.